Event description:
Healthcare professional reported "rupture" confirmed via MRI. This record is for the left side. Device remains implanted. Device will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.

Event description:
Device was explanted and replaced. Device will not be returned.